Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number ramping anomaly was noted. The insulin pump had a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip, minor scratches on the display window and a cracked display window corner.

Event description:
It was reported by the customer that while she was attempting to bolus the up key was pressed but the numbers on the insulin pump were continuing to go up when she released the button. Customer's blood glucose level at the time 170mg/dl. Advised insulin pump would be replaced. No additional information is provided.